Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that her husband experienced high blood glucose level. Customer¿s blood glucose level was 411 mg/dl. The customer was reported other blood glucose values such as 392 mg/dl and 387mg/dl. The customer was not experienced any symptoms of high blood glucose level. The customer was reported that they noticed big air bubble in reservoir assisted with troubleshooting for that. The customer also reported that insulin pump was not giving any insulin. The insulin pump will not be returned for analysis.